Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 28-aug-2015. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('severe pelvic pain like someone is stabbing a knife in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("first periods became very irregular"), polymenorrhoea ("period every 2 weeks"), dysmenorrhoea ("period with severe cramps"), migraine (" migraine during menstruation"), vaginal haemorrhage ("spotting all month long"), abdominal pain ("severe abdominal pain like someone is stabbing a knife in my uterus"), flatulence ("severe gas"), abdominal distension ("severe bloating"), depression ("depression has taken over") and loss of libido ("no sex drive") and was found to have weight increased ("20 lbs I've packed on since essure"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstruation irregular, polymenorrhoea, dysmenorrhoea, migraine, vaginal haemorrhage, abdominal pain, flatulence, abdominal distension, weight increased, depression and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain, depression, dysmenorrhoea, flatulence, loss of libido, menstruation irregular, migraine, pelvic pain, polymenorrhoea, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: reporter information was added. Case upgraded from "other event" to "incident". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.